Manufacturer narrative:
Manufacturer's report date: 05/14/2014. (B)(4). No devices received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported that on the labor and delivery unit, a patient received 100mls of magnesium sulfate, when they were supposed to receive 50mls. A bag of 4 grams of magnesium sulfate in 100mls of sterile water was hung and programmed for 2 grams or 50mls at 200ml/hr. After the event was discovered, the maintenance drip was stopped for 1 hour. The equipment was replaced and the medication was continued. The customer's biomed tested the pump and found no issues. Customer has requested an event log review. There was no report of patient harm or medical intervention. Although requested, no additional information was provided.